Manufacturer narrative:
The site declined a check out of the envision CT injector; therefore, there is no evidence of equipment malfunction. Additional applications training have been offered; however, the site declined. The site continues to use the envision CT injector after the reported event with no further issues reported.

Event description:
The site reported the following: the customer reported an extravasation of an unknown amount of contrast while connected to the envision CT injector. The patient suffered edema to the arm (side unknown) and was referred to a surgeon for further evaluation. The patient was treated with a course of steroids and followed up with the surgeon two additional times before being released without further incident.